Event description:
Caller states patient tested 5.0 inr on the coaguchek xs plus system while a comparison lab returned as 3.36 inr. No treatment information provided. No adverse event reported. Requested return of suspect system however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.